Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete, a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that all of the keypad buttons and the audio bolus buttons were unresponsive. Evaluation revealed that there was no evidence of keypad contamination found under the key contacts. Unrelated to this complaint, the pump was found to have moisture in it and there was moisture in the display lens.

Event description:
The patient contacted animas on (B)(6) 2012, alleging an issue with the keypad and audio bolus button being unresponsive. The patient did not exhibit any symptoms due to the alleged issue. Patient mentioned that the pump said it was not primed. Patient was just watching tv when the issue occurred. Patient took out battery and put it back in and then whole pump froze. Patient claims that the pump still has power; however, all buttons from keypad and audio bolus button did not work. Patient confirmed that the date and time was correct. Patient has changed battery cap for about 4 months. The patient mentioned that she went swimming today and there was evidence of moisture in the pump. The product was replaced. The complaint is being reported since the alleged issue was not resolved.